Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the customer reported complaint of ¿not sealing¿. The electric continuity passed. The instrument was placed on an in-house da vinci system and was plugged into the instrument control box (icb) with no issue. Instrument successfully passed self-test on multiple attempts. Energy activation test was then conducted on system and no faults or error messages appeared during in-house testing. No loss of power and no intermittent energy were observed. Fa performed grip force test on grips as additional testing and all readings were above the minimum requirement. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the sealing issue experienced by the customer. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument did not complete the process of sealing. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical staff noted that the endowrist vessel sealer instrument would not complete the process of sealing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.